Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Delivery issue: the root cause of the delivery issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of the impella. The device history review was completed and the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was unable to advance through the patient's vasculature during attempted delivery. The implant was aborted as a result of the complication.

Manufacturer narrative:
A2, a4, a5, and a6 are unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.